Event description:
The baxter field service engineer noted an infusion pump with failure code 500. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of fail code 500 was not confirmed. This device was evaluated at the customer's facility on 12/21/2006. No repair was necessary for this fail code. This issue is currently being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.